Event description:
The patient contacted the clinic and it was reported the device eroded from the implant pocket and completely migrated out of the patient. No intervention has been performed. The patient was stable.